Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer, stating that the consumer struggled to insert the left contact lens and discovered that the lens for the left eye, contained two lenses. The consumer was so shocked to notice two lenses on the finger the consumer somehow failed to insert the right lens. After checking the right eye, it was confirmed that the left lens indeed contained two lenses stuck together. Additional information received stating that the consumer experienced a major bacterial eye infection caused by a corneal laceration. The consumer first experienced irritation in the left eye and visited the doctor for an emergency appointment. Relief was achieved using tobramycin-dexamethasone one gtt twice a day. The consumer reported the following signs and symptoms eye swelling, eye irritation, pain, and blurred vision. The examination revealed grade one bci in left bulbar conjunctiva, 1/4mm corneal ulcer at 2:00 mid-periphery with faint overlying staining and grade two plus microcystic edema in left eye. The consumer's primary care physician (pcp) prescribed tobradex thrice a day for the left eye. The consumer stated that the symptoms have much improved since starting the drops, but is still experiencing some light sensitivity and irritation. The consumer was instructed to increase tobradex to four times a day for the left eye, monitor with follow-up appointments within two to three days, and discontinue contact lens wear until otherwise advised by the doctor. The consumer was also advised to return to the clinic if symptoms worsen and was educated about the condition. During the second follow-up visit, corneal ulcer in the left eye (os) was evaluated. Relief was experienced from tobramycin os four times a day. Consumer denies the presence of irritation, pain, and light sensitivity. The examination revealed grade one bci in left bulbar conjunctiva, 1/4mm corneal ulcer at 2:00 mid-periphery with faint overlying staining, grade one microcystic edema and pinpoint epithelial defect overlying the infiltrate in left eye. The consumer stated that the condition has much improved using tobradex four times a day for the left eye. Medication management includes one drop of tobradex four times a day for the left eye. The consumer was advised to discontinue contact lens wear until further notice from the doctor, monitor the condition for three days, and return to the clinic if symptoms worsen. The consumer was educated on the condition. During the third follow-up visit, corneal ulcer in the left eye (os) was evaluated. Consumer experienced relief from tobramycin and denied the presence of irritation, pain, and light sensitivity. The examination revealed grade one bci in left bulbar conjunctiva, 0.1mm corneal ulcer, trace microcystic edema and negative staining over the infiltrate or scar. Consumer stated the condition had significantly improved using tobradex four times a day. Medication management includes tapering to one drop of tobradex os bid. The consumer was advised to continue without contact lens wear until otherwise instructed by the doctor and was told that would likely be able to return to contact lens wear at the next follow-up appointment and was also advised to return to the clinic if the symptoms worsened and was educated about the condition. During the fourth follow-up visit, corneal ulcer in the left eye (os) was evaluated. The consumer denied the presence of irritation, pain, and light sensitivity. The examination revealed grade one bci in left bulbar conjunctiva, no staining, small corneal scar, no ulceration and mild residual stromal edema. The consumer reported that the condition had significantly improved with the use of tobradex os twice daily. The ulcer is healed with no staining, but mild stromal edema remains and denies any history of cold sores. Medication management includes tapering to one drop of tobradex os once daily for five days and was advised to continue avoiding contact lens wear and to return to the clinic if the symptoms worsened. The consumer was also educated about the condition. During the fifth follow-up visit, corneal ulcer in the left eye (os) was evaluated. The consumer denied the presence of irritation, pain, and light sensitivity. The examination revealed grade one bci in left bulbar conjunctiva, no staining, small corneal scar was resolved. The consumer states condition much improved and using tobradex os once daily. Educated the consumer on the condition. Ulcer is healed, no staining. Stromal edema resolved and denies history of cold sores. Medication management includes discontinuing tobradex os. The consumer was cleared to restart contact lens wear. No further follow-up is required and was advised to return to the clinic if the symptoms worsen or return.

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed; no trend could be identified. No complaint or manufacturing trend was identified. The root cause could not be determined. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. D9., h.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing the manufacturer internal reference number is: (B)(4).